Event description:
Provider states the unit alarms, then shuts down, provider did not notice any lights. Provider states unit is a rental,1171 hours. Provider states no alleged injury or property damage. No further information provided.